Event description:
Caller reported an issue with a continuous glucose monitor (cgm), specifically citing cgm error 42. After contacting technical support, they were provided with instructions for a complete pump reset. The technical support representative guided the caller through the reset process. Once the pump was reset, the cgm error code did not appear again, and the caller was able to successfully start a new sensor session. There was no adverse impact to the customer's blood glucose level.